Event description:
A nurse reported the inflation port had been pulled off the flexi-seal tubing, due to a restless patient. The nurse called in inquiring about deflating the balloon for removal of the fms device.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The end user was told the inflation water would drain away on its own once the closed valve system had been compromised. They were instructed to perform an examination to feel and check how full the balloon was. If it had already been deflated, they were instructed to remove the tubing as per normal procedure. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site, thus both potential manufacturing site numbers are listed below. (B)(4).